Manufacturer narrative:
The initial reporter information was not provided. No information was captured as the customer's age and weight were not provided.

Event description:
A customer from australia reported that his contour next one meter was reading in mg/dl instead of mmol/l. There was no allegation of an adverse event. The device is not expected to be returned for the evaluation.

Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation. Upon investigation of the device, it was determined that the customer's returned meter had a us sku. The us meters are programed to display the blood glucose readings in mg/dl. As per the distribution records, the meter was intended for the us market. The customer confirmed that the meter was purchased from a us based site, which matches with the distribution records.